Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an (2) ar-3636 1.8 knotless fibertak inserter broke off in the patients glenoid. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during insertion of implant.

Event description:
Additional information received on 12/6/2022: surgeon only removed the broken tip of one ar-3636 knotless fibertak, the other remains in the patient. This was discovered during a labral repair procedure.